Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the log file of the event was provided. Review of the log file show that a shock was advised, but when the shock button was pressed, the device rebooted for three seconds during the time of the shock event and the shock was not recorded in the log. Without receipt of the device, root cause evaluation could not be established for the intermittent power. Analysis of reports of this type has not identified an increase in trend.